Event description:
The account reported the brake caster would swivel when the brakes are set. The stretcher was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake casters are worn. The technician replaced all brake casters to resolve the issue. Based on this information, no further action is required.